Manufacturer narrative:
The device was not returned to the MFR for eval. A f/u report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and no user injuries or adverse consequences.